Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain and cervical radiculopathy. It was reported that the patient had a pump "go bad" on her. The patient experienced withdrawal. The pump went bad and was replaced. No further complications were expected or anticipated.